Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("x-ray shows something in tubes") in a female patient who had essure (batch no. E66864) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "essure did not deploy but strung out". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("complication of essure insertion"). At the time of the report, the device breakage outcome was unknown. The reporter provided no causality assessment for complication of device insertion with essure. The reporter considered device breakage to be related to essure. Diagnostic results: on unspecified date patient was, brought back for x-ray and x-ray shows something in tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2018: quality safety evaluation of ptc (product technical complaint). At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("x-ray shows something in tubes") in a female patient who had essure (batch no. E66864) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device deployment issue ("essure did not deploy but strung out") and complication of device insertion ("complication of essure insertion"). At the time of the report, the device breakage and device deployment issue outcome was unknown. The reporter considered device breakage and device deployment issue to be related to essure. The reporter provided no causality assessment for complication of device insertion with essure. Diagnostic results: on unspecified date patient was, brought back for x-ray and x-ray shows something in tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-sep-2017: lot number and source document was transfer from the duplicate case (B)(4). On 4-oct-2017: quality-safety evaluation of ptc. On 4-oct-2017: reporter did not respond to final follow-up attempt, no further information is expected. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.